Event description:
It was reported the physician implanted a gore® cardioform septal occluder to treat a patent foramen ovale on (B)(6) 2021. At a follow-up appointment on (B)(6) 2022, echocardiography showed the device had slipped and a residual shunt was present. The patient was asymptomatic. On (B)(6) 2022, the physician implanted a cribriform device over the gore® cardioform septal occluder to close the shunt. The patient was doing well following the procedure.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use note device failure or ineffectiveness requiring repeat atrial septal defect interventions or procedures as a potential device or procedure related adverse event.

Manufacturer narrative:
Echocardiographic case imaging was returned for evaluation. The imaging provided shows that the left and right atrial discs do not appear to be evenly deployed on their respective sides of the atrial septum. The anterior portion of the left and right discs appear to have slipped off the aortic rim, which has resulted in a residual shunt across the atrial septum. The device appears stable, however, without additional imaging this could not be confirmed.